Event description:
It was reported that the pump was alarming downstream occlusion again. The line was checked for any clamps closed or kinks. The pump continued to alarm. The patient did not want to remove the cassette so no additional troubleshooting was done. The pump had been turned off and clamped the tubing. The volume was 11.9 ml. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.